Event description:
A user facility clinic manager (cm) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The rn stated that the blood leak occurred approximately 15-20 minutes into the patient¿s hemodialysis (hd) treatment. The rn confirmed that the leak was internal. The fresenius 2008t machine alarmed appropriately with a minor blood leak alarm. The leak was not visible within the dialyzer but was visually observed within the drain line. Blood leak test strips were also used and tested positive for the presence of blood. The rn stated that there was no defect or damage seen on the dialyzer. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 600 ml. The rn confirmed that there was no patient injury or medical intervention required as a result of the reported event. The rn noted that the dialyzer blood leak occurred during the second setup of the patient¿s treatment. The fresenius bloodlines clotted approximately 20-30 minutes after treatment initiation and treatment was paused in order to replace the supplies. The rn stated that the blood inside the circuit was returned prior to replacing the supplies. The rn stated that there was no malfunction that occurred with the fresenius bloodlines. The clotting was attributed to an issue with the patient¿s access. Following the dialyzer blood leak the patient¿s treatment was discontinued. The patient was sent to the access center in order to have their access reopened. The rn stated that the patient was present for treatment as usual the following day without issue. The rn stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The rn stated that the blood leak occurred approximately 15-20 minutes into the patient¿s hemodialysis (hd) treatment. The rn confirmed that the leak was internal. The fresenius 2008t machine alarmed appropriately with a minor blood leak alarm. The leak was not visible within the dialyzer but was visually observed within the drain line. Blood leak test strips were also used and tested positive for the presence of blood. The rn stated that there was no defect or damage seen on the dialyzer. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 600 ml. The rn confirmed that there was no patient injury or medical intervention required as a result of the reported event. The rn noted that the dialyzer blood leak occurred during the second setup of the patient¿s treatment. The fresenius bloodlines clotted approximately 20-30 minutes after treatment initiation and treatment was paused in order to replace the supplies. The rn stated that the blood inside the circuit was returned prior to replacing the supplies. The rn stated that there was no malfunction that occurred with the fresenius bloodlines. The clotting was attributed to an issue with the patient¿s access. Following the dialyzer blood leak the patient¿s treatment was discontinued. The patient was sent to the access center in order to have their access reopened. The rn stated that the patient was present for treatment as usual the following day without issue. The rn stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The rn stated that the blood leak occurred approximately 15-20 minutes into the patient¿s hemodialysis (hd) treatment. The rn confirmed that the leak was internal. The fresenius 2008t machine alarmed appropriately with a minor blood leak alarm. The leak was not visible within the dialyzer but was visually observed within the drain line. Blood leak test strips were also used and tested positive for the presence of blood. The rn stated that there was no defect or damage seen on the dialyzer. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 600 ml. The rn confirmed that there was no patient injury or medical intervention required as a result of the reported event. The rn noted that the dialyzer blood leak occurred during the second setup of the patient¿s treatment. The fresenius bloodlines clotted approximately 20-30 minutes after treatment initiation and treatment was paused in order to replace the supplies. The rn stated that the blood inside the circuit was returned prior to replacing the supplies. The rn stated that there was no malfunction that occurred with the fresenius bloodlines. The clotting was attributed to an issue with the patient¿s access. Following the dialyzer blood leak the patient¿s treatment was discontinued. The patient was sent to the access center in order to have their access reopened. The rn stated that the patient was present for treatment as usual the following day without issue. The rn stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.